Event description:
Dear sir or madam, we are forwarding a complaint from our customer regarding bd ultra fine pro pen needles 4mm 105 pcs.the customer has been using the needles for about 1.5 years.she has always complained that she feels some needles are occasionally "clogged" and that no insulin comes through. This does not affect every needle in the pack, but always a few. As a result, she regularly discards some needles.recently, she was on vacation in berlin and only had one needle from the pack with her, which had the same problem again. Therefore, she had to buy a new pack on-site.she has already tried to report the problem herself, but she was told that it would be better to do it through the pharmacy.we are sending you pictures from the last pack.thank you very much in advance!

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause cannot be determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.